Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer who reported that an I-stat 1 analyzer was hot to touch and would not activate. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(6) 2012. The failure was due to a defective tantalum capacitor.

Manufacturer narrative:
(B)(4).